Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with pentaray nav catheter and an irrigation issue occurred during use on patient. After making the mapping catheter pre-process flush and ready for processing, it was then sent into the heart and mapped. However, when it was desired to re-map after the ablation process, it was noticed that the irrigation output of the catheter was blocked. The procedure was completed successfully by replacing the catheter with a new one so as not to cause any complications. No procedure delay due to the reported event. No patient consequence.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with pentaray nav catheter. After making the mapping catheter pre-process flush and ready for processing, it was then sent into the heart and mapped. However, when it was desired to re-map after the ablation process, it was noticed that the irrigation output of the catheter was blocked. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 25-jun-2025. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test due to the irrigation tube was found folded at the tip area. A manufacturing record evaluation was performed for the finished device lot number and no internal action was found during the review. The irrigation issue reported by the customer was confirmed. The potential cause of the irrigation tube folded could not be determined. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).